Event description:
The user facility reported experiencing a sudden increase of pressure during an emergency ablative operation to treat a threatened rupture of the thoracic aorta. Follow-up communication with the user facility confirmed: during the extracorporeal blood circulation, when cooling started, inside pressure of the oxygenator started to increase between the inlet and outlet around 200mmhg; the involved fx15 was changed out to a new fx15 which had been quickly primed; there was no harm to the patient as a result of the event, however, some blood loss did occur; the patient is reported as "doing ok"; and the procedure was completed successfully.

Manufacturer narrative:
Although there was reportedly no impact to the patient & an estimated volume was not available, the event description indicates that some blood loss did occur. The actual sample was returned and evaluated. Upon visual inspection deposition of blood was noted in the back aspect of the oxygenator module. Performance testing of the device included pressure loss (with normal saline) and appearance (of the fiber bundle). Attempts to determine the pressure drop at each rate failed due to the circulation being prevented by excessive obstruction in the oxygenator module. The wound fibers were removed and visually inspected (magnifying inspection and electron microscopy) - some blood cell components consisting of mainly (aggregated) platelets were noted to be adhering to the fibers. A review of the device history record revealed no product or manufacturing related anomalies, and a search of the complaint file did not find any other report with the involved product code and lot number. During the investigation, the adhesion of erythrocyte components was found on the filter, the surface of the fiber and on the heat exchanger module in the oxygenator. The lowered blood temperature may have lead to the cold agglutination, leading red cells to get agglutinated, resulting in the reported pressure rise. However, the cause of the reported event cannot be definitively determined based upon the available information. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as "adequate heparinization of the blood is required to prevent it from clotting in the system." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).